Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that c-pilot files cc+ sterile broke during use. The outcome of this event is unknown. Further information requested. No injury.

Manufacturer narrative:
Investigation performed based on presented information: involved product that broke during use has been discarded. No product will be returned. According to event cause analysis description mentioned by doctor: operational cause. Excessive force during use. Reported lot checked: according to our database system ax, the sterile lifetime /shelf life has exceeded. No further investigation will be performed. The final root cause can not be determined. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.